Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the falsely depressed qc and patient results is unknown. The low ca results were obtained within a flex reagent cartridge well set . The low results were obtained from a single well set 12:6. The incident is under investigation by the siemens headquarters support center (hsc).

Event description:
Falsely depressed calcium (ca) results were obtained on qc and patient samples on the dimension vista 500 system. Patient results were reported. The same samples were rerun on the same instrument with an alternate reagent well set and higher results were obtained for the qc and patient samples. Corrected patient results were reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca results. There was no report of adverse health consequences as a result of the falsely depressed ca results.

Manufacturer narrative:
Siemens headquarters support center conducted an investigation of the incident. Review of process error logs for the date of occurrence revealed no apparent underlying instrument issues that may have contributed to the erroneously low results. The ca_blank, kin_check and r1 blank monitors were reviewed and failed to provide evidence of potential calcium contamination, sample mix-related issues, or an o-cresolphthalein complexone (ocpc) reagent addition problem. It was noted that the account had used flex sequence number 939 on this instrument immediately after flex 936. The qc results processed from this flex (wells 12;6) did not demonstrate any recovery or signal issue. The used flexes that were returned from this account leaked within the shipment package rendering them useless for additional investigation purposes. No systematic calcium lot 16174ba issue was identified and no root cause or failure mode could be identified for this incident. Based on the available information root cause remains inconclusive. The issue was resolved by use of a new flex and no further action can be taken. The instrument is performing within specifications. No further evaluation of the device is required.